Manufacturer narrative:
H10 - initial MDR missing the work order search results. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens opacity. Phaco-emulsification (cataract surgery) was performed. The lens was explanted, and the problem was resolved.